Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.037.016. Lot # l980898. Release to warehouse date: september 28, 2018. Supplier: (B)(4). Manufacturer: hagendorf. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: buttress/compr-nut (p/n: 03.037.016, lot #: l980898) was returned and received at us cq. Upon visual inspection, no issues were identified with the complaint device. Device failure/defect identified? No. Dimensional inspection: the threaded hole inner diameter of the device was measured to be within the specification. Document/specification review: the current and manufactured revision of drawings were reviewed. Buttress / compression nut. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: the complaint could not be confirmed for the returned device. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during routine reprocessing of instrumentation, medical device reprocessing department staff noted that the blades of the 6mm/9mm cannulated step drill bit from a tfna set of equipment were worn and tarnished. Also, upon further inspection of other instruments in the set, they determined that the threads of the blade/screw guide sleeve were damaged, as well as the threads of the buttress compression nut. In addition, staff noticed a sharp edge on the inside of item cannulated connecting screw and sharp edges on the business end of item spiral combination hammer. The staff noted that both item contained subtle deformations on the impaction aspect of each instrument, indicating significant wear and tear. All of the mentioned items were determined to be no longer functional in a surgical setting. All items were retained and will be sent back for analysis using the appropriate channels. This report is for (1) buttress/compression nut. This is report 1 of 1 for complaint (B)(4).